Manufacturer narrative:
The master tool manipulator (mtm) was returned to isi for evaluation. Failure analysis investigation was unable to replicate the reported error message experienced by the site after performing the following tasks: visual inspection on the mtm, sine cycle, scan data acquisition & fault detection (dafd), motor voltage tracking (mvt) on all axis and normal mode test drive. The axis 7 motor will be replaced as a precaution. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure the site experienced multiple recoverable error codes on the master tool manipulator (mtm). The site tried to recover the error but it came back immediately. Isi technical support (dvstat) had site bring in another surgeon side console to complete the case. The site removed instruments disconnected the bad console and connected the new console, and proceeded with the procedure as planned. There was no report of any patient harm, adverse outcome or injury as a result of this reported event.